Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and there was a white substance on the tip electrode. It was noted that the lead was received with a white substance on the helix and the sense ring that may have contributed to the reported electrical issue. It was also noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and the lead was stretched.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high impedance. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.